Manufacturer narrative:
(B)(4). The complaint device was received and evaluated. Visual inspection revealed the active tip shows signs of activation and the manifold is melted on the 12 o'clock positions of the tip. This damage to the active tip could lead to the reported failure, confirming this complaint. A functional test was not conducted to avoid further damage. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Due to an increasing trend of this failure, a supplier investigation (CAPA-(B)(4)) was initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. The root cause was identified in a previous and does not change. The design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. The electrode design relies on the epotek adhesive to provide a dielectric barrier between active and return path. The internal tracking distance is shorter than the external; therefore if the epotek layer breaks down, internal activation can occur with resulting sparking and arching. As identified by previous CAPA, the occurrence rate of the CAPA failure mode can be reduced to an acceptable level by increasing the aptitude of the operator, by providing awareness of the CAPA failure mode and also by making sure that the training video is watched in conjunctions with the relevant assembly aids. This can be further improved by changing the training requirement when assembly aids are updated to a repeat training requirement on a 6 month basis. Mitek non-conformance was opened for this issue, and is now closed. There are no other actions to be implemented at this time. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported via a medwatch form via mail that was given to mitek quality from regulatory that during a rotator cuff repair, it was observed that the vapr s90 electrode suddenly stopped working. The device was replaced with a new one and there were no further issues. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.